Event description:
It was reported that the patient presented remotely via merlin.net. The atrial lead exhibited low impedance and noise reversion, which led to an automatic polarity switch. The patient presented in clinic on (B)(6) 2015 and the noise was reproducible. The patient also experienced pectoral stimulation. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
(B)(4).